Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, for a repositioning surgery. The implanted device remains.